Event description:
Account stated the bed will place a local alarm when ppm is activated, but it will not send a nurse call.

Manufacturer narrative:
Three attempts have been made to resolve this issue with the account without success. Repair is unknown.